Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Based on all evidence and investigations of similar complaints, it was determined that the device failure to accurately detect the power source was most likely due to an isolated component failure in the main circuit board (pcb). The investigation also determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The main pcb and pneumatic block were replaced to address these issues. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was detecting the ac power as a dc power source and the device also failed to complete its internal self-test. There was no patient injury reported as a result of this incident.